Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic cyst ("pelvic cysts") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic cyst (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and a laparotomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and pelvic cyst outcome was unknown. The reporter considered pelvic cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: satisfactory placement of coils; tubal occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain issue"), cervix carcinoma ("tumor teratoma / cancer type: cervical") and pelvic cyst ("pelvic cysts") in a 37-year-old female patient who had essure (batch no. 686785-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure abnormal, head tremor and complication of pregnancy ((B)(6) 2007). Previously administered products included for an unreported indication: depo provera, blood pressure and oral contraceptive. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), pelvic cyst (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("depression / mental issue"). The patient was treated with surgery (total abdominal hysterectomy andbilateral salpingectomy with bilateral ovarian cystectomy) and surgery (partial hysterectoiny and a laparotomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cervix carcinoma, pelvic cyst, vaginal haemorrhage, menorrhagia, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown and the weight increased, anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 and (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in 2013: satisfactory placement of coils; tubal occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), cervix carcinoma ("tumor teratoma / cancer type: cervical") and pelvic cyst ("pelvic cysts") in a 37-year-old female patient who had essure (batch no. 686785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), pelvic cyst (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total abdominal hysterectomy andbilateral salpingectomy with bilateral ovarian cystectomy) and surgery (partial hysterectoiny and a laparotomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cervix carcinoma, pelvic cyst, vaginal haemorrhage, menorrhagia, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown and the weight increased, anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 and (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in 2013: satisfactory placement of coils; tubal occlusion most recent follow-up information incorporated above includes: on 9-may-2018: pfs and medical record received: essure lot number, reporter information, patient details, lab data, product information, events- abnormal bleeding (vaginal), menorrhagia, migraines, headaches, bladder problem, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor teratoma / cancer type: cervical, fatigue, weight gain, abdominal pain, anxiety, depression were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain issue"), menorrhagia ("menorrhagia"), cervix carcinoma ("tumor teratoma / cancer type: cervical"), pelvic cyst ("pelvic cysts") and genital haemorrhage ("abnormal bleeding(general)") in a 37-year-old female patient who had essure (batch no. 686785-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure abnormal, head tremor and complication of pregnancy (B)(6) 2007). Previously administered products included for an unreported indication: depo provera, blood pressure and oral contraceptive. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), pelvic cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("depression / mental issue"). The patient was treated with surgery (total abdominal hysterectomy andbilateral salpingectomy with bilateral ovarian cystectomy), surgery (ablation) and surgery (partial hysterectoiny and a laparotomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, cervix carcinoma, pelvic cyst, genital haemorrhage, vaginal haemorrhage, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown and the weight increased, anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in 2013: satisfactory placement of coils; tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received. Event and onset date added for abnormal bleeding(general). Ablation added to menorrhagia. Outcome added for abnormal bleeding(general). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .